Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, expiration date, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer¿s investigation conclusion: the reported event of damage to the system controller white power cable was confirmed via the submitted picture. System controller, serial (B)(6), was not returned for analysis. The provided information stated that there were no alarms or symptoms associated with the event. The submitted picture shows a damaged white power cable near the connector strain relief. The cable jacket has a small slice exposing the shield and inner wires. It is unclear if there is any damage to the underlying wires. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables no further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no alarms or symptoms associated with the damaged power cable.

Event description:
It was reported that the patient had a system controller exchange due to a damaged white power cable. The patient was provided a loaner backup controller, and would be returning to clinic on (B)(6) 2024, and the clinician asked for another 2.0 low flow controller. The patient had been on a low flow controller since implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.